Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive keypad. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that they were also unable to clear the alarm. The customer also stated that the insulin pump was exposed to moisture when it fell in water leading to the keypad issues. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that the customer declined troubleshooting for a battery out limit alarm and the moisture exposure mentioned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.